Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure. Customer's blood glucose level was 222 mg/dl at the time of incident. The customer stated that they were able to clear the alarm successfully. Customer stated that they were not able to rewind the insulin pump. Advised the insulin pump will need to be replaced. Advised customer refer to back-up plan. The insulin pump will be returned for analysis.